Manufacturer narrative:
The manufacturer previously reported an issue with the internal battery and thermister. The internal battery and thermister were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The thermister was evaluated and the root cause of the thermistor failing was due to physical damage.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to calibrate and a failure to charge its internal battery was observed. The device's thermistor and internal battery were replaced to address the issues.